Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, who provided instructions on how to unplug, wait, and plug back in, and the issue was resolved without any recurrence. Customer was informed to call back if any malfunction occurs again.